Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the difficulty deploying the stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
It was reported to the territory manager by the physician that in a transfemoral case where he was assisting his new partner, they experienced resistance in the handle. The handle was tight, and he missed a portion of the lesion during the deployment. Physician believes that he pushed out the stent as he was struggling with the handle. Case was completed with a competitors stent. No harm to the patient. The case happened during the month of october but exact date is unknown.

Event description:
It was reported to the territory manager by the physician that in a transfemoral case where he was assisting his new partner, they experienced resistance in the handle. The handle was tight, and he missed a portion of the lesion during the deployment. Physician believes that he pushed out the stent as he was struggling with the handle. Case was completed with a competitors stent. No harm to the patient. The case happened during the month of october but exact date is unknown.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report 1. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the difficulty deploying the stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67. Supplemental follow up report 2. The previous follow up report 1 above was submitted using this incorrect MDR number of 3032814119-2025-00025 and it should have been submitted under 3032814119-2025-00024 for that report. The supplemental follow up information for this correct MDR 3032814119-2025-00025 report is as follows: a root cause investigation was conducted for this event. The device was not returned for analysis, and a serial number was not provided from the field. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
It was reported to the territory manager by the physician that in a transfemoral case where he was assisting his new partner, they expereinced resistance in the handle. The handle was tight, and he missed a portion of the lesion during the deployment. Physician believes that he pushed out the stent as he was struggling with the handle. Case was completed with a competitor's stent. No harm to the patient. The case happened during the month of (B)(6) but exact date is unknown.

Manufacturer narrative:
Device analysis and investigation is in-process.